Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that the device had illuminated its service led, and had logged event code which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.